Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred after an infusion set site change. Reportedly, there may have been a temperature change to the pump prior to the occlusion alarm occurring. The customer's blood glucose level was not impacted. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Reportedly, the customer wore the pump in a case to address the issue.